Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tip detachment occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman ® laa closure device & delivery system (wds) was used with a watchman® access system (was). While recapturing the closure device, the end of the was ripped off and became caught on an anchor of the closure device. A new was was used to successfully implant a new watchman closure device. No patient complications were reported and the patient remained hemodynamically stable.